Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the svc center, the svc tech reported that the display at rotation was irregular at .25 liters per minute in 1/2 inch tube setting. Alleged deficiency could not be duplicated. Since the event occurred during routine testing, there was no pt involvement during this event.